Event description:
A report was received that following a revision the patient was having difficulty charging the ipg. It was reported that electrocautery was used during the revision. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient will no longer undergo the revision procedure at this time.

Event description:
A report was received that following a revision the patient was having difficulty charging the ipg. It was reported that electrocautery was used during the revision. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. ((B)(4)).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-55, serial/lot#: (B)(4), description: scs phiii ext 55cm. The returned product analysis confirmed the complaint regarding the ipg. The ipg passed electrical and photographic tests performed. The ipg showed signs of analog ic damage due to a high voltage transient. The ipg exhibited premature battery depletion, excessive sleep current leakage and low impedances. It was reported that during the procedure electrocautery was used and the device had been affected by it. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported infection. The returned product analysis for the lead extension showed that the extensions passed photographic imaging tests. Both lead bodies were cleanly cut and only the proximal ends were returned. Damages to the lead extensions is a result of the typical explant procedure and is not considered a failure. A review of the sterilization record for the lead extensions did not find any anomalies or deviations that potentially relate to the reported infection.

Event description:
A report was received that following a revision the patient was having difficulty charging the ipg. It was reported that electrocautery was used during the revision. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that following a revision the patient was having difficulty charging the ipg. It was reported that electrocautery was used during the revision. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that following a revision the patient was having difficulty charging the ipg. It was reported that electrocautery was used during the revision. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)

Manufacturer narrative:
Additional information was received that the patient had the ipg explanted due to infection. The patient was experiencing pus and redness around the ipg site. The patient was provided with antibiotics. The physician does not believe the infection is device related.